Manufacturer narrative:
H3: product analysis: evaluation could not duplicate the customer allegation of poor rotation and abnormal noise. It was also noted that the tip bearing was damaged, tool burr could not be inserted and the device was cosmetically not ok. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment had poor rotation and abnormal noise. The patient impact was unknown. Additional information was received stating that the broken tip bearing was found during evaluation. Additional information was received that there was no patient impact and the issue happened during intra operation.